Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 3 on a patient with a prolapsed posterior leaflet. A steerable guide catheter (sgc) was inserted. However, the user described that poor steering of the sgc handle was encountered, and after each maneuver, the sgc did not remain in its intended position, but continuously moved slightly back which leads to a noticeable lack of stability. The physician was not satisfied with the device. In the physician¿s opinion, due to the spring-back behavior, the system seems less precise compared to previous generations, and the sgc guide handle requires too much force to operate. In comparison, the physician preferred the g4, where the tactile feedback on the handle was clearer and more controlled. The sgc was continued for use during the procedure, and one clip was implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 3 on a patient with a prolapsed posterior leaflet. A steerable guide catheter (sgc) was inserted. However, the user described that poor steering of the sgc handle was encountered, and after each maneuver, the sgc did not remain in its intended position, but continuously moved slightly back which leads to a noticeable lack of stability. The physician was not satisfied with the device. In the physician¿s opinion, due to the spring-back behavior, the system seems less precise compared to previous generations, and the sgc guide handle requires too much force to operate. In comparison, the physician preferred the g4, where the tactile feedback on the handle was clearer and more controlled. The sgc was continued for use during the procedure, and one clip was implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported unintended movement of the sgc and user concern of sgc movement. There is no indication of a product issue with respect to manufacture, design, or labeling.